Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose events in the range 80 and lower, with the lowest recorded value of 54 mg/dl. The user reported treating with large amounts of juice, which resulted in subsequent fluctuations in blood glucose.